Manufacturer narrative:
This report is for an unk guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the screwdriver was disengaged from the screw head. The barrel disengaged from shaft meaning the screwdriver shaft didn't engage the x25 drive on the screw head. The surgeon had to remove the barrel from the ex tab screw by holding the screw steady with the bone nibbler. Procedure was completed successfully without any surgical delay. This report is for one (1) unk guides/sleeves/aiming. This is report 4 of 4 for complaint (B)(4).